Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal setup joint (suj) due to error 32100 on the arm 4 suj proximal acu board. Following service, the system was tested and verified as ready for use. The proximal suj unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ventral hernia procedure the operating room (or) staff encountered recoverable 32100 faults on arm 4. The customer could recover the fault, but as the arm was moved, the system would fault again. The or staff disabled arm 4, but arm 3 started floating and would not lock into place. Then the customer rebooted the system, repositioned arms 1-3, and continued the procedure with 3 arms while arm 4 was draped and placed to the side. The customer said this was scheduled to be a 3-arm procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and verified the 32100 errors on arm 4. The site explained they have a subsequent case on and need all 4 arms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse confirmed that the case was scheduled to only use three arms. The issue was described as arm 4 of the da vinci system not being able to be moved out of the way to allow the other three arms for the procedure to be positioned. To proceed with the case, the issue was resolved by shifting the other three arms over "a bit" to allow for clearance of the fourth arm and the procedure was successfully completed with no reported injury. There were no delays in procedure time and no intra-/post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal setup joint (suj) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the suj failed node check. A golden harness was installed with no results. Then a golden axes controller setup (acu) board was used with original harness and the suj passed all in-house tests. The acu board will be replaced as a fix.